Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The investigator powered on the device and attempted to initiate the alarm. The alarm did not sound. This issue was determined to have been caused by a faulty printed circuit board. The cause of the issue was not established.

Event description:
The reporter stated the device would not enter alarm condition when "alarm test" button was pressed.

Manufacturer narrative:
Additional information: no patient involvement.